Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device : during preventative maintenance (pm) conducted by a field service engineer (fse) the unit failed the battery run time test. The battery runtime was 88 minutes but the minimum run time is 135 minutes. The fse replaced the batteries and completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional contact information : (B)(6).

Event description:
N/a.